Event description:
The affiliate stated the customer reported system error message, reagent pack gripper did not grip reagent pack, involving the unicel dxi 800 access immunoassay system. There was no report of erroneous patient results generated. There was no report of patient injury associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted premature failure of the reagent storage gripper sensors on the instrument. The fse replaced the reagent gripper sensors and resolved the system errors. In conclusion, the likely cause of the event is attributed to the gripper sensors. (B)(4).